Event description:
It was reported that during a knee collateral ligament repair surgery, surgeon found that the anchor broke while screwing in after primal screwing. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. The inserter tines that interface with the anchor were also noted to be bent. The condition of the device indicates axial alignment was not maintained during insertion.